Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) receiving intrathecal dilaudid and morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated that her pump stopped working and then started working again. The patient stated that they went to the doctor this morning and the doctor said that they saw a stop and start in the pump logs from a stall on saturday. The agent asked the patient if they had magnetic resonance imaging (MRI) recently and patient said not recently but they had had several mris since they had the pump implanted. The patient also stated that the pump did not alarm this weekend. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information received indicated that the patient informed that her pump stopped working then started working again. The patient did not know what was happening exactly and did not know if her pump was working fine or not because she didn't receive any alarm about the device.